Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec via FDA medsun form 3500a that the device's lcd touchscreen was black during use. There was patient involvement associated with the reported event; however, the initial reporter advised ventec that there was no patient harm as a result of the reported issue.